Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure upon connection of new device noise was noted on the atrial lead as a result of an implantable pulse generator (ipg) grommet issue. The lead was removed from the header and blood was noted in the header. Several attempts were made to remove the blood from the header and connect the lead but intermittent noise remained. The ipg was ultimately replaced. No patient complications have been reported as a result of this event.